Event description:
It was reported that the bd integra¿ needle disconnected from hub causing the needle to fail retraction. The following information was provided by the initial reporter: integra needle is not retracting completely. Needle stayed in patient and disconnected from hub.

Manufacturer narrative:
H6: investigation summary; as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ needle disconnected from hub causing the needle to fail retraction. The following information was provided by the initial reporter: integra needle is not retracting completely. Needle stayed in patient and disconnected from hub.